Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the location of the damage was at the battery tube threads. The customer reported a loss of communication between the transmitter and the pump. The customer received pump error 23 (post-reset ram crc alarm). The customer experienced bleeding. The event involved product(s) mmt-1884, mmt-7040a, and mmt-7841zn. Troubleshooting was performed for the loss of communication customer confirmed the transmitter serial number is programmed in the pump. Troubleshooting was performed for the pump error 23, and the customer was able to clear the error and complete the rewind process. The pump was recently stored, without a battery, for more than 8 hours, or an error occurred immediately after the battery change. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the site issues and the blood visible on the sensor connector. No further patient complications were reported. The customer will discontinue using the device. Mmt-1884 return requested. Customer agreed to return the device. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.